Event description:
It was reported that an infinity central station (ics) assigns m300 beds to different cluster view locations. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still under investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.